Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear, 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the longitudinal tear at the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. It was noted that the balloon ruptured since opening. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. It was noted that the balloon ruptured since opening. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition after the procedure.